Event description:
I was diagnosed with bladder cancer in (B)(6) of 2023, had 8 rounds of chemo, and then had surgery on (B)(6) 2023, to remove my bladder along with my groin lymph nodes as well as my prostate. I had a neobladder constructed out of my small intestines that required me to self-catheter to vacate the urine as well as to irrigate the neobladder to remove the shedding to prevent blockage to the kidneys or out the urethra. There were some issues getting the medical supplies I would need to do this when returning home so I ordered a box of the sterile irrigation water 250ml 24 bottles sold by (B)(6) through amazon on january 16th, 2023, to be able to continue the irrigation of my bladder till the issues with the medical supplies was resolved. I also placed two more orders, one on jan 22nd as well as march 22nd. I ended up in the hospital on (B)(6) with severe sepsis, I was in the hospital for 3 days and then discharged with amoxicillin (875-125 mg per tablet) to take for 10 days, 1 tablet by mouth two times a day. I was back in the hospital on (B)(6) 2023, with sepsis due to urinary tract infection. I was in the hospital for 4 days and discharged on (B)(6) with levofloxacin (750 mg) to take for 10 days, one tablet by mouth once a day. One month later on (B)(6) 2023, I was back in the hospital again with acute renal failure, this caused me to have nephrostomy tubes placed in my back to drain my kidneys due to a blockage in the uteri tubes. I was there for 8 days and discharged with the tubes still in my back. I had to have outpatient surgery to have a scope placed in those tubes to find the reason for the blockage and then a procedure for them to unblock the uteri tubes for the urine to move to my neobladder from my kidneys. I ended up back in the hospital on (B)(6) 2023, with sepsis due to an unspecified organism. I was there for 3 days and discharged with acyclovir (400 mg tablets) to take 1 tablet by mouth 3 times a day for 30 doses. I returned to the hospital on (B)(6) 2023, with pyelonephritis of the right kidney, I was released 3 days later with cefdinir (30mg) to take 1 capsule by mouth daily for 10 days. I had to have another nephrostomy tube placed back in to drain the right kidney till I could have another procedure done to remove the blockage. (B)(6) 2023, I was back in the hospital with severe sepsis with acute organ dysfunction due to gram-negative bacteria. I was in the hospital for 4 days and released with a PICC line and given sodium chloride 0.9% parenteral solutions 50ml with daptomycin 500 mg recon skin, I was to administer this into the PICC line every other day for 13 days. I was also receiving care from home care visits to draw my blood to make sure that the antibiotics were working and to remove the PICC line. My most recent hospital stay was on (B)(6) 2024, with a uti due to enterococcus. I was there for 3 days and released again with a PICC line and cefepime 2 g in sodium chloride 0.9% 50ml to administer in the PICC line for 14 days as well as dexamethasone 4 mg tablets to take by mouth 2 times a day for 10 days for swelling on my brain due to a new diagnosis of brain lesions. Home care was also ordered to come out to draw blood and remove the PICC line once I was done with the medication. During all these stays at the hospital, the nurses were using sterile irrigation water to irrigate my neobladder or I would do it myself. I am not aware of the brand or manufacture used but sometimes they came from a kit and other times they were large bottles. My urologist stated to me yesterday during an office visit that I seem to have an infection that lingers around and is not being taken care of with the antibiotics. She stated that the infections seem to be happening from within since they are the same infections every time and have nothing to do with anything I am doing. She has suggested that I speak to my infectious disease doctor to be put on a maintenance to combat it. The same results were in my urine culture this day as well. I have more tests and test results but could only list the first 8. (B)(6)